Event description:
Report received of an overdelivery. The pump was programmed in the intermittent mode to deliver 45ml of cefotaxime at an unspecified rate every 8 hours for a total of 3 doses. The solution container size was 150ml. There was also a programmed kvo rate of 0.4ml/hr delivered between each dose. Reportedly, the solution bag emptied sooner than expected and the pump alarmed for air in line. There was no reported adverse pt effect. Multiple unsuccessful attempts have been made to obtain additional info.